Manufacturer narrative:
Event date: week of (B)(6) 2016. If implanted, give date: week of (B)(6) 2016. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in an unspecified coronary artery. A synergy ii drug-eluting stent was deployed; however, the stent thrombosed during the procedure. The physician aspirated the thrombus and then post dilated the stent. The patient's activated clotting time (act) was 250sec; however, the physician indicated concern of the act machine's accuracy. There were no additional patient complications and the patient's condition was fine.